Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The pump was unable to perform the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she heard beeping noises on the pump and it alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.